Manufacturer narrative:
Additional information was received that the patient did not state of having pocket pain, her only complaint was having upper thoracic pain. Muscle spasms were not device related and nothing abnormal occurred during the surgery per physician's preference. The patient was doing well at this time.

Event description:
A report was received that the patient was experiencing spasm and pain at the upper thoracic area. It was also reported that there was swelling in the area. The patient was admitted in the hospital and was given a pain medication (toradol) by the implanting physician.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing spasm and pain at the upper thoracic area. It was also reported that there was swelling in the area. The patient was admitted in the hospital and was given a pain medication (toradol) by the implanting physician.